Manufacturer narrative:
Combination product: yes.-

Event description:
It was reported that high shock impedance was observed. Center is evaluating how to proceed.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2024. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 and (B)(6) 2024 recorded a stable pacing impedance of 900 ohms and a shock impedance of initially 70 ohms with an abrupt increase to >150 ohms at the end of the recordings. No iegm episodes were available for analysis. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.